Event description:
It was reported that the patient underwent a surgical procedure during which this artificial urinary sphincter (aus) was explanted due to recurring incontinence. All components were removed and a new aus device was implanted. There were no patient complications. The explanted components are not expected for return. A supplemental report will be filed should additional information received, or the device returned for analysis.